Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead displayed high out-of-range (oor) pacing lead impedance measurements of greater than 2500 ohms in both unipolar and bipolar configuration which triggered the lead safety switch (lss). Threshold measurements had increased. Additional information was obtained and indicated that the source of this clinical observation was not determined. The competitor rv lead was surgically capped while the pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.